Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation. One event was duplicated during testing; the device was found to have compromised lubrication. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device reportedly overheated. One event had no patient involvement; no patient impact. Two events had patient involvement; no patient impact.